Event description:
Following an intraocular lens (iol) implant surgery a surgeon reported to have a refractive surprise of 2.00 diopters. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Investigation has been completed based on current information. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).